Event description:
A surgeon reported that several years following intraocular lens (iol) implant surgery, the lens was exchanged due to posterior surface opacification. This surgeon was not the implanting surgeon. He reported that since the lens for the fellow eye was produced by this manufacturer, he assumes the lens for this would also be a product from this manufacturer. No additional information is anticipated. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. No additional information is anticipated. (B)(4).